Event description:
Failure code 810:11 occurred for the baxter technician during analysis of the device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.